Event description:
A falsely elevated troponin I result of 19.32 ng/ml was obtained on a patient sample. The result was reported to the physician. A sequential sample was tested and a result of <0.04 ng/ml was obtained. The original sample was retested on the same analyzer and a result of <0.04 ng/ml was obtained. It is unknown if patient treatment was prescribed or altered, but there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was conjugate splash due to a misaligned r1 probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was conjugate splash due to a misaligned r1 probe. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.